Event description:
Event description cpi received information that this sweet tip bipolar lead (4269) was implanted, and a day later explanted due to pacing and sensing problem. Implant date-08/28/96. Explant date-08/29/96.